Manufacturer narrative:
(B)(4). Upon review of additional information received, it was identified that a duplicate regulatory report was previously submitted for this event. Refer to manufacturer report # 3004209178-2018-11896 for the previous reports. Any new information received related to this event will be submitted in manufacturer report # 3004209178-2018-27386. The following information had been previously reported: information was received from a patient implanted with a neurostimulator. It was reported that the patient had been having a lot of pain/discomfort in the lower legs/calf and feet that had gotten worse and worse over time. The patient inquired about MRI as a CT scan was not giving enough information. The implant was effective for controlling it, but it had gotten on top/over how high the patient could turn up the stimulator. A neurosurgeon told the patient that this could be a reaction to stimulation and suggested that they turn off stimulation for a month or so. The patient mentioned that they could turn up stimulation to 4/4.5 out of 10, but beyond that it started to freeze their muscles and the patient couldn't walk or move and it was painful. The patient inquired if different settings could eliminate this. The last time the patient's implant was worked on, they were told that two of the leads were impaired. They inquired about causes since the patient was told that they didn't know why. It was noted that this was in the summer of 2016. The lower legs/feet issues began in the summer of 2017. Additional information was received from the patient. It was reported that that patient had the leads for about 10 years and the implantable neurostimulator (ins) for about seven years. Two years ago the patient's healthcare professional (hcp) started talking about impedance in the leads, but the patient did not notice pain at this time. Beginning in the fall of 2017, and over the winter the pain coverage fell apart which was when the hcp told the patient to turn stimulation off for a month. It was noted that the patient was trying to find out if there was any clinical benefit to turning stimulation off, and if the manufacturer had studied this. Since the patient turned off stimulation eight to nine days prior to (B)(6) 2018, they were in excruciating pain. Additional information was received from the patient via a manufacturer representative. It was reported that the patient was advised that the lead that was implanted had only 15 out of the 16 electrodes working on it. The patient's pain levels had been increasing over the past year. Additional information was received from the patient. It was reported that the system was broken and needed to be replaced. It was noted that when the system was implanted, the wires couldn't reach the leads. The patient was disabled at the moment because their pain level had skyrocketed as the system was broken. Analysis of the returned extension (serial # (B)(4)) found that conductors were broken up to the transition point. The complete extension was returned. Visual inspection of the proximal end revealed an indent in the #1 connector sleeve. Setscrew marks were observed in the correct location. Visual inspection of the conductors revealed that all of the conductors were broken at the distal end of the extension. All 8 of the breaks were in different locations within the distal end. Visual inspection of the insulation revealed a cosmetic depression on the outer insulation, cosmetic environmental stress cracking (esc) on the outer insulation, and suspected body fluids in the extension. Visual inspection of the distal end revealed suspected body fluids observed in the distal end, a cosmetic depression in the molded rubber, and that all of the conductors were broken. Electrical testing determined that continuity was not complete. Circuits #0-#6 were open, and circuit #7 was intermittent. There were no shorts observed between circuits. Analysis of the other returned extension (serial # (B)(4)) found that conductors were broken up to the transition point. The complete extension was returned. The proximal end was visually ok. Setscrew marks were observed in the correct location. Visual inspection of the conductors revealed that conductors #0-#3 and #5-#7 were broken at the distal end of the extension. All 7 of the breaks were in different locations within the distal end. Visual inspection of the insulation revealed cosmetic esc on the outer insulation, and suspected body fluids in the extension. Visual inspection of the distal end revealed suspected body fluids observed in the distal end, and that conductors #0-#3 and #5-#7 were broken. Electrical testing determined that continuity was not complete. Circuits #0-#3, #5, and #7 were open, and circuit #6 was intermittent. There were no shorts observed between circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3708160, serial/lot #: (B)(4), ubd: 23-may-2012, UDI#: (B)(4); product ID: 3708160, serial/lot #: (B)(4), ubd: 23-may-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's pain in their legs was not covered by the stimulation after many electrodes showed out-of-range impedance. The impedance check showed that electrodes 0-15 were out-of-range since (B)(6) of 2016. Reprogramming was done with the electrodes that were still good in (B)(6) of 2016 and 2017, but the patient did not get good relief of their pain. Surgery was planned in 2018 after reprogramming was not working very well; a revision of all connections was planned. The extensions were disconnected from the ins, and impedance was checked. Impedance was still out of range, so the extensions were disconnected from the lead. The lead impedance values were all good, and the surgeon decided to replace both extensions. The issue was resolved. The issue occurred during normal use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the extensions were implanted in (B)(6) 2008 and the system worked like a charm until (B)(6) 2017. Then the impedances level started to change and by (B)(6) 2018 the system barely worked. During surgery on (B)(6) 2018, the surgeon tested each component and found the problem to be the extensions. Conflicting dates of (B)(6) 2018 and (B)(6) 2018 for the revision surgery were both reported.